Event description:
Additional information received noted that the patient had relocated right after his implant to the (B)(6) area. He was going to speak to his physician there and decide if he was going to get another ipg. His ipg was at eri. (Replacement indicator).

Event description:
It was reported that the patient's voltage was 3.04 volts which was considered "ok". The patient was set to a low voltage of 0.35 volts. A power on reset (por) message was received. The por was cleared appropriately. A loss of stimulation sensation was reported. The patient hasn't felt stimulation "in a few years." The reason was not exactly clear. For first two years it was really good and then it just stopped and he couldn't get it fixed. The patient was seen in (B)(6) 2012, for first time since implant. It was believed that the patient did not feel the stimulation sensation due to the por condition and that the patient never had it cleared. The impedances were normal. A shocking or jolting sensation was reported in the patient's left hip and knee. Paresthesia was usually felt in the patient's left foot. Likely what the patient was referring to as "shocking", was normal paresthesia and that he just called it shocking, because it was in the wrong location of leg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-45, lot# v073136017, implanted: (B)(6) 2008. Product type: lead, product ID: 3778-45, lot# v073136015, implanted: (B)(6) 2008. Product type: lead, product ID: 37742, serial# (B)(4). Product type: programmer.(B)(4).